Manufacturer narrative:
(B)(6). The device was manufactured from march 12, 2019 - march 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a drop of liquid coming from the blue luer connector (non-baxter product). The reported condition was verified. The reported condition was not clearly observed via the photograph and due to the nature of the sample no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from the connector and the tubing on the patient¿s arm. This occurred at the patient¿s home during a chemotherapy infusion. The device was filled with 3600mg of fluorouracil in sodium chloride (nacl) 0.9%. The patient contacted the hospital¿s emergency department to report the leak and was advised instructions. There was no patient injury or medical intervention associated with this event. No additional information is available.